Event description:
It was reported that during an unknown procedure, staples were unformed. The incident occurred in 3 devices. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Nonconforming cartridge weld. The analysis results confirmed that the device was received with insufficient cartridge weld. No functional test could be performed with the device. The cartridge weld is directly related to the cartridge gap. The cartridge gap is crucial for staple formation. When the cartridge weld is not sufficient the gap will be larger than optimal and staples will not hit the anvil correctly and in some cases bypasses the anvil resulting in unformed staples. As no lot number or batch number were provided, no bhr was performed.